Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the batteries of the insulin pump were not lasting very long, screen was very hard to read and had a recent insulin pump failure where he had to rewind the insulin pump and start over to get it to work again. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.